Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, and the reported difficult to remove, difficult or delayed positioning, physical resistance and unintended movement were like a result of procedural circumstances resulting from challenging visualization and troubleshooting techniques used during to procedure to maneuver the device. The reported poor image resolution was a result of procedural circumstance/operational context. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement, and difficult to remove. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. It was noted visualization of the clip and leaflets were difficult in the lateral commissure, lateral prolapse at p1/a1, and height was limited. The first clip was deployed on the a1/p1. A second clip delivery system (cds) was advanced to the mitral valve. The clip was to be positioned medially to the first clip; however, grasping was difficult and then the orientation was off, possibly due to height limitations. A decision was made to invert the clip and move above the valve for repositioning. Due to unexpected movement, the gripper was stuck to the leaflet and then the clip became stuck in the chords. The clip was freed; however, the clip could not be fully repositioned above the valve. Therefore, the clip was repositioned under the valve and the clip was able to get a good grasp of both leaflets. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.